Manufacturer narrative:
The customer¿s experience with frequent false ¿air in line¿ alarms could not be confirmed. The customer did not return any product to be inspected or tested. However, the customer noted in the complaint that they do not believe this is a hardware issue and are looking at the possibility a setting change made to the dataset, specifically with the accumulated air settings. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The file may be closed based on the above facts.

Event description:
It was reported that approximately a month and a half ago, pump modules were replaced by reconditioned ones. Around the same time, the data set at the facility was also updated. Nursing is reporting frequent false air-in-line (ail) alarms. It was reported they don't believe this is a hardware issue. They are looking to see if settings were changed inadvertently, specifically with the accumulated air settings. There was no patient harm.